Manufacturer narrative:
It was reported that end-user has poliomyelitis, which required use of crutches as assistive device when ambulating. Reportedly, after getting up from bed, end-user held onto the crutches to start walking and the crutch's frame (below the hand grip) broke resulting in end-user falling onto carpeted flooring. The end-user went to the emergency department where x-ray of her right ankle was done. Per report, the end-user was discharged home and was told that she sprained her ankle and should follow-up with a specialist. Two days after the incident, the end-user went to an orthopedic doctor and end-user was reportedly told she fractured her ankle and she was given an orthopedic boot. Due to the reported ankle fracture, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that as end-user started walking, the crutch's frame broke resulting in end-user falling and fracturing her right ankle.